Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring iii seal did not load properly. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Maquet cardiovascular received the device on (B) (6) 2010. Visual inspection revealed that the loader was in the seal under the window and the plunger was not depressed. There was no evidence of blood on the device. Based upon the received condition of the device, the reported failure "the seal did not load correctly" is confirmed. A lot history record review could not be completed because there was no lot number reported. (B) (4)